Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc cup 52mm/44mm code j on (B)(6) 2010. The patient was revised on (B)(6) 2013, due to pain and metallosis.